Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high impedance. Upon lead revision, insulation abrasion due to friction with another implantable device was noted on the lead. The lead was capped and replaced.